Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right hemicolectomy, during transection of colon, the device did not fire. They opened another r eload to complete the case. There was no patient injury.